Event description:
It was reported that the patient "had not tingled" since tuesday when she left the hospital for an unrelated issue. The patient was able to communicate with the implantable neurostimulator (ins) using a patient programmer (pp) and reported seeing then ins battery "empty". It was reported there was no change to ins site, however at one time "it stood straight up" but when this happened was unknown. The antenna locate function was used unsuccessfully and they continued to get "reposition antenna screen". It was reported the ins could be moved around a little but it did not seem to be very loose.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).